Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir lip ring was off the reservoir opening and had keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from any of the buttons. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer was able to successfully clear the alarm. The customer reported that the buttons are now responsive but it still chooses when to respond. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.